Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported there was 400ml of fluid remaining in a 1 liter normal saline bag when the device read there was 960ml infused. The device was programmed to infuse at 999ml/hour. No pt harm.